Event description:
It was reported that the device was intermittently shutting off during a total joint procedure. There was a small amount of bleed through into the surgical site. A back-up device was used. There was no delay in the procedure and no patient/user injury reported.

Manufacturer narrative:
The device was received at the manufacturer for evaluation. The complaint was not confirmed. The customer complaint was not confirmed. The most likely cause was that the processor failed. The device was repaired and returned to the customer.